Event description:
It was reported that (1) device and (1) reload were used during a lung resection. It was reported by the affiliate that the et45b does not fire when reloaded. Another instrument was used to complete the case. There was no consequence to the pt.